Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, after trocar was inserted into abdomen, it was noticed that a small piece of the tip of the cannula was broken. The piece of the tip could not be located, and the surgeon is not sure if it was left in the patient. No pt injury reported.